Manufacturer narrative:
See MDR 1920664-2008-00530 for delivery device used with this the intraocular lens.

Event description:
The lens did not insert correctly into the pt's eye. The incision was enlarged to remove and replace the lens.